Event description:
It was reported that the device had early battery depletion. Additionally, it was noted that the left ventricular (lv) lead had high thresholds for the life of the device. The device was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant medical products: 419588, lead, implanted: (B)(6) 2009; 1688t, competitor lead, implanted: (B)(6) 2009.